Event description:
The doctor reported that when he opened the sterile packaging, he realized that it was open. The affected dental position is 45. The procedure was concluded correctly by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number k011245 and k002188.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. D4: additional device information. D9: device availability . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date . H6: adverse event problem. H10: additional narrative. Zimvie received one (1) spb10, (impl tapered sp 3.7mm 10m m octagon) for evaluation. Visual evaluation / functional test was performed, the implant returned with transfer mount attached. No damage identified. Product returned with no package. DHR review was completed for the subject lot number 2019090589. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019090589 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was failure to follow line clearance procedure and incorrect handling. Therefore, based on the available information, a device malfunction did not occur. The implant returned with transfer mount attached. No damage identified. Product returned with no package. The reported event could not be verified.

Event description:
No further event information is available at the time of this report.